Manufacturer narrative:
(B)(4). The subject device is not available for evaluation, as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing non-conformance was not identified. Based on the information received, the most likely root cause is surgical technique that contributed to this event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time

Event description:
It was reported via the implant patient registry that this 29 mm 3300tfx pulmonic valve, implanted for eight months, was explanted due to stenosis. The explanted device was replaced with another 29 mm 3300tfx valve. This case involved a (B)(6) male with digeorge syndrome but is not 22q11 positive. His initial cardiac diagnosis was transposition of the great arteries, ventricular septal defect, and pulmonary stenosis. He had a modified blalock-taussig shunt as an infant, followed by a rastelli repair at 6-1/2 months of age and pulmonary valve replacement at 20 months of age. He had placement of a melody valve in 2012. He developed mild right ventricular to pulmonary artery conduit stenosis. Eight months ago, he had replacement of his conduit with a 29 mm magna valve sewn into a 32 mm gelweave dacron conduit. His discharge was delayed by unexplained fevers. He was readmitted on postoperative day 10 with and underwent mediastinal exploration which showed a seroma. Since that time, he developed stenosis of his new conduit. There was a distortion of the valve angle in the conduit itself. This was confirmed on CT scan and cardiac catheterization. Recently, he underwent redo sternotomy, he had replacement of his right ventricular to pulmonary artery conduit again with a 29 mm magna valve sewn into a 32 mm gelweave conduit. This time he did well. He required low-dose inotropic support which was discontinued on the second postoperative day. Postoperative echocardiogram showed mildly decreased left ventricular function with moderately decreased right ventricular function. There continued to be mild to moderate aortic valve insufficiency with no prosthetic pulmonary valve stenosis or insufficiency. He was discharged on pod# 4.